Event description:
Boston scientific received information that during the implant of this device, this patient's chronic transvenous right ventricular (rv) defibrillation lead exhibited a shock impedance of greater than 125 ohms. Connections were re-checked, but an out of range shock impedance measurement was still observed. The patient is pacemaker dependent, although no adverse patient effects were reported as a result of these observations. The physician and field representative determined that the chronic rv lead's proximal coil was likely damaged, causing the out of range shock impedance measurements. The physician elected to replace this chronic rv lead, which was more than 12 years old. The lead was surgically capped and abandoned. Additional information was received that several years later, the patient with this device passed away. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death. As of today, the device was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.